Event description:
It was reported that an ilet user received an imminent low alert and experienced hypoglycemia, with a lowest blood glucose of 50 mg/dl for about one hour, after a prior post-breakfast hyperglycemia that may have prompted aggressive automated correction. Symptoms included frustration without reported neuroglycopenic or syncopal features. Outcomes included self-treatment with 15 grams of fast-acting carbohydrates and recovery to above 75 mg/dl with a stable trend, without medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that no device malfunction was confirmed and that the event resolved with standard carbohydrate treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.